Event description:
A cartridge alarm was reported during the load process. There was no adverse impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully and resume insulin therapy.